Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the implantable cardiac monitor exhibited undersensing following large amplitude premature ventricular contractions. The patient was asymptomatic. Programming changes were discussed. No intervention was reported.